Event description:
It was reported that one day after implant, the patient presented with shortness of breath. It was noted that the right ventricular (rv) lead exhibited high threshold measurements. The device auto adjusted and the lead remains in use. No patient complications have been reported as a result of this event.